Event description:
It was reported that the device was running without the pedal being pressed. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is returned, a follow up report will be filed.